Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, a type iiib endoleak was detected by CT (computed topography). However, the exact date of event is unknown. The physician elected to treat the patient by relining with the ovation ix system (one (1) main body and three (3) iliac limbs) on (B)(6) 2019. The endoleak was confirmed resolved and the patient is reportedly in stable condition

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak of the bifurcated device with a secondary endovascular procedure. The event is most likely device-related due to the use of the strata material. The procedure related harms for this event could not be determined, and the final patient status was reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. H6 result code ¿ remove 3233. H6 conclusion code ¿ remove 11.